Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00252 and 1627487-2011-00254. The patient received an scs system on (B)(6) 2009 consisting of an ipg, two percutaneous leads and two anchors. It was reported that the patient's scs system was explanted on (B)(6) 2011 due to lead erosion and a possible subcutaneous infection at the lead site. A culture was taken; however, the results are unknown. Oral antibiotics were administered to the patient as treatment.